Event description:
It was reported that a user experienced intermittent communication between the dexcom g7 sensor and the ilet, with blood glucose values briefly not displaying on the ilet and then restoring after proximity was reestablished; education was provided that distance or showering can lead to signal loss, consistent with a communication issue involving the wireless antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, with the event characterized as intermittent communication failure associated with electrical and magnetic components, specifically the antenna. It was concluded, based on previously established findings for similar reports, that no problem was detected and temporary loss of sensor signal due to distance.